Event description:
The customer reported on (B)(6) 2022 that several samples positive for rsv were also positive for flu b, which the customer says is not present nor has ever been present in the laboratory. The discrepant results were not reported outside of the laboratory. There was no reported impact to patient management. This MDR is being reported with 3005248192-2022-01017 as an additional run date was identified that requires its own MDR to be submitted.

Manufacturer narrative:
This MDR is being reported in addition to the event reported in 3005248192-2022-01017, as an additional run date was identified that requires an additional MDR submission. The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice/field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 , 3005248192-2022-00744 follow up report 1, 3005248192-2022-00765 follow up report 1, 3005248192-2022-00796 follow up report 1, 3005248192-2022-01095, 3005248192-2022-01096, 3005248192-2022-01097, 3005248192-2022-01098, 3005248192-2022-01099, 3005248192-2022-01100, 3005248192-2022-01101, 3005248192-2022-01102, 3005248192-2022-01103, 3005248192-2022-01104, 3005248192-2022-00716 follow up 01, 3005248192-2022-00791 follow up 01, 3005248192-2022-00735 follow up 01, 3005248192-2022-00705 follow up 01, 3005248192-2022-01123, 3005248192-2022-01124, 3005248192-2022-01125, 3005248192-2022-00752 follow up 01, 3005248192-2022-00753 follow up 01, 3005248192-2022-00743 follow up 01, 3005248192-2022-00719 follow up 01, 3005248192-2022-00978 follow up 01, 3005248192-2022-00979 follow up 01, 3005248192-2022-00980 follow up 01, 3005248192-2022-00937 follow up 01, 3005248192-2022-01017 follow up 01, 3005248192-2022-01018 follow up 01, 3005248192-2022-01148, 3005248192-2022-00934 follow up report 1, 3005248192-2022-00942 follow up report 1, 3005248192-2022-00943 follow up report 1, 3005248192-2022-00944 follow up report 1, 3005248192-2022-00945 follow up report 1, 3005248192-2022-00946 follow up report 1, 3005248192-2022-00920 follow up report 1, 3005248192-2022-00921 follow up report 1, 3005248192-2022-00922 follow up report 1, 3005248192-2022-00923 follow up report 1, 3005248192-2022-00924 follow up report 1, 3005248192-2022-00925 follow up report 1, 3005248192-2022-00926 follow up report 1, 3005248192-2022-00927 follow up report 1, 3005248192-2022-00928 follow up report 1, 3005248192-2022-00929 follow up report 1, 3005248192-2022-00930 follow up report 1, 3005248192-2022-00931 follow up report 1, 3005248192-2022-01198, 3005248192-2022-01199, 3005248192-2022-01200, 3005248192-2022-00707 follow up report 1, 3005248192-2022-00757 follow up report 1, 3005248192-2022-00718 follow up report 1, 3005248192-2022-00964 follow up report 1, 3005248192-2022-00965 follow up report 1, 3005248192-2022-00966 follow up report 1, 3005248192-2022-00967 follow up report 1, 3005248192-2022-00968 follow up report 1, 3005248192-2022-00969 follow up report 1, 3005248192-2022-00970 follow up report 1, 3005248192-2022-00971 follow up report 1, 3005248192-2022-00798 follow up 01, 3005248192-2022-01206, 3005248192-2022-00800 follow up report 1, 3005248192-2022-00801 follow up report 1, 3005248192-2022-00742 follow up report 1, 3005248192-2022-00883 follow up report 1, 3005248192-2022-00884 follow up report 1, 3005248192-2022-00885 follow up report 1, 3005248192-2022-00886 follow up report 1, 3005248192-2022-00887 follow up report 1, 3005248192-2022-00888 follow up report 1, 3005248192-2022-00889 follow up report 1, 3005248192-2022-00890 follow up report 1, 3005248192-2022-00891 follow up report 1, 3005248192-2022-00892 follow up report 1, 3005248192-2022-00893 follow up report 1, 3005248192-2022-00894 follow up report 1, 3005248192-2022-00895 follow up report 1, 3005248192-2022-01207, 3005248192-2022-01223, 3005248192-2022-00899 follow up report 1, 3005248192-2022-01239, 3005248192-2022-01241, 3005248192-2022-00878 follow up 01, 3005248192-2022-00879 follow up 01, 3005248192-2022-00880 follow up 01, 3005248192-2022-00881 follow up 01, 3005248192-2022-00882 follow up 01, 3005248192-2022-00907 follow up 01, 3005248192-2022-00908 follow up 01, 3005248192-2022-00909 follow up 01, 3005248192-2022-00910 follow up 01, 3005248192-2022-00911 follow up 01, 3005248192-2022-00794 follow up 03, 3005248192-2022-00804 follow up 01, 3005248192-2022-00912 follow up 01, 3005248192-2022-00913 follow up 01, 3005248192-2022-00810 follow up 03, 3005248192-2022-00811 follow up 02, 3005248192-2022-00812 follow up 02, 3005248192-2022-00813 follow up 01, 3005248192-2022-00816 follow up 01, 3005248192-2022-00817 follow up 01, 3005248192-2022-00818 follow up 01, 3005248192-2023-00002, 3005248192-2023-00005, 3005248192-2022-00823 follow up 01, 3005248192-2022-00824 follow up 01, 3005248192-2022-00825 follow up 01, 3005248192-2022-00826 follow up 01, 3005248192-2022-00827 follow up 01, 3005248192-2022-00828 follow up 01, 3005248192-2022-00830 follow up 01, 3005248192-2022-00831 follow up 01, 3005248192-2022-00833 follow up 01, 3005248192-2022-01022 follow up 01, 3005248192-2022-01023 follow up 01, 3005248192-2022-01024 follow up 01, 3005248192-2022-00835 follow up 01, 3005248192-2022-01025 follow up 01, 3005248192-2022-01026 follow up 01, 3005248192-2022-01027 follow up 01, 3005248192-2022-00837 follow up 01, 3005248192-2022-00839 follow up 01, 3005248192-2022-00840 follow up 01, 3005248192-2022-00842 follow up 01, 3005248192-2022-00843 follow up 01, 3005248192-2023-00006, 3005248192-2022-00844 follow up 01, 3005248192-2023-00007, 3005248192-2022-00846 follow up 01, 3005248192-2022-00847 follow up 01, 3005248192-2022-00848 follow up 01, 3005248192-2022-00849 follow up 01, 3005248192-2022-00851 follow up 01, 3005248192-2022-00852 follow up 01 3005248192-2022-00853 follow up 01, 3005248192-2022-00855 follow up 01, 3005248192-2022-00856 follow up 01, 3005248192-2022-00862 follow up 01, 3005248192-2022-00866 follow up 01, 3005248192-2022-00869 follow up 01, 3005248192-2022-00870 follow up 01, 3005248192-2022-00875 follow up 01, 3005248192-2022-00877 follow up 01, 3005248192-2022-01108 follow up 01, 3005248192-2022-01119 follow up 01, 3005248192-2022-01120 follow up 01, 3005248192-2022-01121 follow up 01, 3005248192-2022-01122 follow up 01, 3005248192-2022-00983 follow up report 1, 3005248192-2022-00955 follow up report 1, 3005248192-2022-01111 follow up 01, 3005248192-2022-01112 follow up 01, 3005248192-2022-01113 follow up 01, 3005248192-2022-01114 follow up 01, 3005248192-2022-01064 follow up 01, 3005248192-2022-01065 follow up 01, 3005248192-2022-01066 follow up 01, 3005248192-2022-01030 follow up 01, 3005248192-2022-01031 follow up 01, 3005248192-2022-01032 follow up 01, 3005248192-2022-01033 follow up 01, 3005248192-2022-01034 follow up 01, 3005248192-2022-01035 follow up 01, 3005248192-2022-01036 follow up 01 and 3005248192-2023-00014.